Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. The computer 9734477 rolling stone embedded (1760947) was returned for analysis. Analysis found no fault with the computer. The computer booted normally to the application screen and the ent application started and ran normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while attempting to load an exam for an upcoming case, the system started going into no input detected. The site rebooted the system 4 times for the issue to clear, but then when the site attempted to load the exam again, the system went back into no input. A manufacturing representative (rep) reported that during system checkout, the computer turned onto no input detected, but after 5 minutes the software started loading. There was no patient involvement.